Event description:
It was reported that the pump had issues with the lines, which were not working and were alarming continuously. The lines were found to be faulty. The pump was also unable to maintain an accurate reservoir level or pumping rate. The event occurred during infusion. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.